Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via socia media of having high blood glucose and had to change infusion sets eight times in one week. Customer's blood glucose was between 240 mg/dl and 420 mg/dl. Customer reported of trying infusion sets from another box and was able to stabilized blood glucose. Customer believed that the box of infusion sets were bad. Customer did not keep any used infusion sets and was not able to return of analysis. Customer declined troubleshooting for high blood glucose. Infusion sets would be replaced.